Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-aug-2023. Investigation summary: a complaint of broken tubing was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. There was damage to the male luer and it had broken off the rest of the set. A device history record review could not be performed on model ms3500-15 because the lot number is unknown. The manufacturing plant was notified of this defect. Due to the defect being found during use, the root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set the tubing broke. The following information was reported by initial reporter with verbatim: I was greeted by a nurse this morning with some broken tubing. I have reported this internally.

Event description:
It was reported that unspecified bd infusion set the tubing broke. The following information was reported by initial reporter with verbatim: I was greeted by a nurse this morning with some broken tubing. I have reported this internally.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.